Manufacturer narrative:
The device was returned for backup vvi operation and inappropriate hv output. The field event was confirmed through a review of the device image. A review of the egms stored in the device image showed that the inappropriate shock was a result of programming settings. Sensing and high voltage output were tested on the bench and were normal. The cause of the backup vvi mode was the device delivering high voltage therapy into a low impedance load. The cause of the low impedance load is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of high voltage (hv) charging due to t-wave oversensing were noted. Although no high voltage therapy was delivered due to the t-wave oversensing, the patient claimed they felt a direct current (dc) shock. Upon interrogation of the device, it was found to be in back-up mode due to the hv charging and being near eri before the hv charging episodes had occurred. The device was explanted and replaced. The patient is in stable condition.